Event description:
It was reported that the patient transferred hospitals. The patient had a chronic driveline infection from the implanting center. The patient was positive for strep agalactiae, morganelli morganii, enterococcus bacillus and escherichia coli. The patient was admitted on (B)(6) 2025 for antibiotics. The patient underwent driveline washout and wound vacuum assisted closure placement on (B)(6) 2025. The patient was discharged with intravenous merrem through (B)(6) 2025. The ventricular assist device was functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.